Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that the battery cap was unable to secure; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: investigation revealed a damaged pump case and stripped battery compartment threads. The battery cap was not returned with the pump. A test battery cap was used and was able to attach to the pump.